Event description:
Boston scientific crm received information that these three devices were part of a legal action and the female patient passed away one year ago. No allegations against the functioning of the devices were reported at the time of death. Representatives for this patient asserted that the patient had severe swelling in left arm and the lead wire (model/serial unspecified) became entangled, which resulted in death. Further, the representatives for this patient asserted that they were never informed that a device had been recalled. Boston scientific crm has no specific information as to whether any of the devices were involved in the patient's death. The device is subject to an advisory, insignia microcrystal failure mode 2 population (2005).

Manufacturer narrative:
Not returned. As of this report, none of the devices have been returned for analysis and are believed to be buried with the patient. If additional information becomes available to our company, the event will be updated as necessary. On september 22, 2005, guidant (now boston scientific crm) issued a physician letter describing various clinical behaviors associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. Changes to try to prevent this failure mode were made in march 2004. The first device was manufactured before march 2004 and is included in this population. Boston scientific crm does not have sufficient information to determine that the device behaved in the manner described in the advisory.